Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect havab-g result for a (B)(6) male patient. The following data was provided (units of measure = s/co): sid (B)(6): (B)(6) 2019 serum result = (B)(6); sample 2: (B)(6) 2019 serum result = (B)(6); sid (B)(6): (B)(6) 2019 serum result = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets and file kit testing for the likely cause lot could not be performed since the likely cause lot is unknown. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect havab-g assay was identified.